Manufacturer narrative:
Correction: manufacturer report 2017865-2018-02086 should not have been reported as a medical device report (MDR), as this product is ous unique and is not distributed in us.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic, pacer-dependent patient presented remotely via merlin.net transmission with non-sustained right ventricular oversensing due to post-paced t-wave oversensing observed on the right ventricular channel of the implantable cardioverter defibrillator. It was noted that the patient did not receive therapy during the oversensing. Programming modifications were performed successfully. The patient¿s condition was stable.